Event description:
New information received stated that the clinic did not have any documentation of failure to interrogate issue on the pacemaker. The patient was seen again on (B)(6) 2019 and no issues were noted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a scheduled follow up. During the visit, the clinician was unable to interrogate the pacemaker. Troubleshooting recommendations were made but were not yet performed. The patient was not present at the time and the clinician elected to schedule another follow up with the patient.